Event description:
It was reported that the irrigation water rose and came out from the suction tube of the probe and the touched the pt's skin causing a slight burn. It was further reported that the outer tube of the probe was not clamped. Further, another unit was used.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.